Event description:
Further follow-up revealed that the infection hasbeen resolved. Investigation to date has been unable to determine whether the generator and/or lead was explanted; however, it was reported that re-implant isbeing considered. The most likely cause of the infection is the surgical procedure.

Event description:
The pt developed an infection and granulation following generator replacement surgery. It was reported that two surgical attempts to clear the infection and granulation have been made without success. Generator explant is planned. Review of mfg records for the pulse generator confirmed sterilization of devices. Investigation to date has been unable to determine the cause of the reported infection.